Manufacturer narrative:
(B) (4), evaluation method: other - lens work order search. Results: other - visual inspection of the returned product found haptic is bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).

Event description:
A cq2015a collamer aspheric three piece lens was returned damaged. Information that was reported with returned product was that the haptic was slightly bent inside jar. Further information has been requested, but none has been forthcoming. A supplemental will be filed when further information is available.